Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date during an unknown procedure, the application instrument for sternal zipfix was not gripping tight enough. The procedure was completed successfully by using a different device. There was no adverse outcome to the patient. This report is for one (1) application instrument for sternal zipfix. This is report 1 of 1 for (B)(4).

Event description:
It was reported that the 03.501.080 was not gripping tight enough. It is unknown when the issue was observed or if there is patient involvement, reports of injuries, and if there were medical intervention or prolonged hospitalization. There were no further information provided.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative a. Patient information provided for reporting. B5: update d11: concomitant product added to complaint. Investigation summary: background:: 12/18/2020: updated event description: it was reported that on an unknown date during an unknown procedure, the application instrument for sternal zipfix was not gripping tight enough. The procedure was completed successfully by using a different device. There was no adverse outcome to the patient. This complaint involves one (1) device. H3, h4, h6: device history lot part # 03.501.080 lot # 1l05348 manufacturing site: haegendorf release to warehouse date: 13. Sep. 2018 a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. H6: investigation flow: functional/device interaction visual inspection: the application instrument for sternal zipfix (p/n: 03.501.080, lot #: 1l05348) was returned and received at us cq. Upon visual inspection, no issues were observed with the returned device. Functional test: a functional test was performed during service and repair evaluation. During functional test, the device failed to run smooth and non-binding through entire range of operation and also failed functional test per tc-wi-11247 the complaint can be replicated with the returned devices. Service and repair evaluation: the customer reported the application instrument for sternal zipfix was not gripping tight enough. The repair technician reported the device failed functional testing. Damaged component is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. Dimensional inspection: no dimensional inspection can be performed due to post-manufacturing damage. Furthermore, the complaint relevant dimensions cannot be checked for dimensional accuracy, because of the design of the device. Document/specification review based on the date of manufacture, the current and manufactured revision of drawings were reviewed applic-instr f/sternal zipfix: se_396724, rev. M complaint was confirmed. The device received failed functional test. Hence confirming the allegation. Investigation conclusion the complaint condition is confirmed for the application instrument for sternal zipfix (p/n: 03.501.080, lot #: 1l05348). There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. H11: d4: lot & UDI provided for reporting. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D4, lot & UDI.